Event description:
Report received from an abbott affiliate of an over-delivery of saline through a single line disposable transducer kit with a 3 ml/hr flush device. It was reported that an over-delivery occurred on the line while it was connected to a pt. The "saline flow of a squeeze flow was too fast". This was reported as being "700ml/day". There was no indication of an adverse pt event. Though requested, no additional info was provided.